Event description:
It was reported that the procedure was to treat the left external iliac artery with no difficult calcification or tortuosity via the cross over technique. A 9x60 mm absolute pro self expanding stent (ses) was deployed without difficulty. A 9x60 mm absolute pro ses was attempted to be deployed but there was resistance during deployment. The stent was fully deployed and it was seen on fluoro that the stent was stuck in the introducer sheath. Upon removal of the delivery system from the anatomy, there was some resistance with the guide wire in place and the anatomy. It was found that the second stent was separated, with one portion overlapping the first stent, and the other portion is implanted in the right primitive iliac artery. Angioplasty was performed inside the stent. The procedure was stopped. The patient was stable at the end of the procedure but doppler was performed to check hemodynamic flows. No additional treatment was provided and the patient will follow up in several weeks. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the introducer sheath was too close and the stent inadvertently partially deployed into the introducer sheath resulting in the reported difficult or delayed activation. Resistance with the anatomy and/or other devices during removal of the compromised device resulted in the reported difficult to remove and ultimately resulted in the reported stent material separation. As reported, angioplasty was performed inside the remaining stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A partial UDI is being reported because the lot number was not provided.